Event description:
The customer reported imprecise sodium and magnesium results generated on the alinity c processing module. The following data was provided: tested on (B)(6) 2026, sid: (B)(6). Initial sodium = 111 mmol/l. Repeat sodium = 138 mmol/l. Tested on (B)(6) 2026, sid: (B)(6). Initial magnesium result = 6.2 mg/dl. Repeat magnesium result: 1.7 mg/dl. Customer's reference range: magnesium: 1.6-2.6 mg/dl. Additional patient data was provided by the customer on (B)(6) 2026 reported imprecise magnesium and sodium results generated on the alinity c processing module. The following data was provided: on (B)(6) 2026, sid: (B)(6). Initial sodium result = 116 mmol/l. Repeat sodium result = 140 mmol/l. On (B)(6) 2026, sid: (B)(6). Initial sodium result = 119 mmol/l. Repeat sodium result = 141 mmol/l. On (B)(6) 2026, sid: (B)(6). Initial sodium result = 105 mmol/l repeat sodium result = 137 mmol/l on (B)(6) 2026, sid: (B)(6). Initial sodium result = 117 mmol/l. Repeat sodium result = 142 mmol/l. On (B)(6) 2026, sid: (B)(6) (33-year-old, female). Initial sodium result = 114 mmol/l. Repeat sodium result = 141 mmol/l. On (B)(6) 2026, sid: (B)(6) (75-year-old, male). Initial sodium result = 108 mmol/l. Repeat sodium result = 138 mmol/l. On (B)(6) 2026, sid: (B)(6). Initial sodium result = 103 mmol/l. Repeat sodium results = 137 and 137 mmol/l (reran on (B)(6). On (B)(6) 2026, pid: 00430-477 (83-year-old, female). Initial magnesium result = 6.7 mg/dl. Repeat magnesium result = 1.7 mg/dl. Customer's magnesium reference range: 1.6-2.6 mg/dl. Customer's sodium reference range: 137-144 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6), performed troubleshooting procedures including cleaning and replacement of parts. However, the fsr was unable to identify a definitive part as the cause of the issue. No additional result issues have been reported since the service activity occurred. The instrument service history review for (B)(6) did not identify any additional tickets related to imprecise results related to the current issue. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity system did not identify any trends for the complaint issue. A review of manufacturing documentation did not identify any non-conformances related to the complaint issue. The alinity ci-series operations manual provides adequate information for the operation and troubleshooting of erratic results for the alinity c series. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial (B)(6), was identified.

Event description:
The customer reported imprecise sodium and magnesium results generated on the alinity c processing module. The following data was provided: tested on (B)(6) 2026, sid (B)(6). Initial sodium = 111 mmol/l. Repeat sodium = 138 mmol/l. Tested on (B)(6) 2026, sid (B)(6): initial magnesium result = 6.2 mg/dl. Repeat magnesium result: 1.7 mg/dl. Customer's reference range: magnesium: 1.6-2.6 mg/dl. Additional patient data was provided by the customer on (B)(6) 2026 reported imprecise magnesium and sodium results generated on the alinity c processing module. The following data was provided: on (B)(6) 2026, sid (B)(6): initial sodium result = 119 mmol/l. Repeat sodium result = 141 mmol/l. On (B)(6) 2026, sid (B)(6): initial sodium result = 105 mmol/l. Repeat sodium result = 137 mmol/l. On (B)(6) 2026, sid (B)(6): initial sodium result = 117 mmol/l. Repeat sodium result = 142 mmol/l. On (B)(6) 2026, sid (B)(6) (33-year-old, female): initial sodium result = 114 mmol/l. Repeat sodium result = 141 mmol/l. On (B)(6) 2026, sid (B)(6) (75-year-old, male): initial sodium result = 108 mmol/l. Repeat sodium result = 138 mmol/l. On (B)(6) 2026, sid (B)(6): initial sodium result = 103 mmol/l. Repeat sodium results = 137 and 137 mmol/l (reran on (B)(6) and (B)(6)). On (B)(6) 2026, pid (B)(6) (83-year-old, female): initial magnesium result = 6.7 mg/dl. Repeat magnesium result = 1.7 mg/dl. Customer's magnesium reference range: 1.6-2.6 mg/dl. Customer's sodium reference range: 137-144 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. Section b5 - upon review, it was identified the following information was incorrectly included in this report: sid (B)(6): initial sodium result = 116 mmol/l / repeat sodium result = 140 mmol/l. This data will be removed from MFR# 3016438761-2026-00115 and included in related MFR# 3016438761-2026-00096.

Event description:
The customer reported imprecise sodium and magnesium results generated on the alinity c processing module. The following data was provided: tested on (B)(6) 2026, sid (B)(6): initial sodium = 111 mmol/l, repeat sodium = 138 mmol/l. Tested on (B)(6) 2026, sid (B)(6): initial magnesium result = 6.2 mg/dl, repeat magnesium result: 1.7 mg/dl, customer's reference range: magnesium: 1.6-2.6 mg/dl. Additional patient data was provided by the customer on 20feb2026 reported imprecise magnesium and sodium results generated on the alinity c processing module. The following data was provided: on (B)(6) 2026, sid (B)(6): initial sodium result = 119 mmol/l, repeat sodium result = 141 mmol/l. On (B)(6) 2026, sid (B)(6): initial sodium result = 105 mmol/l, repeat sodium result = 137 mmol/l. On (B)(6) 2026, sid (B)(6): initial sodium result = 117 mmol/l, repeat sodium result = 142 mmol/l. On (B)(6) 2026, sid (B)(6) (33-year-old, female): initial sodium result = 114 mmol/l, repeat sodium result = 141 mmol/l. On (B)(6) 2026, sid (B)(6) (75-year-old, male): initial sodium result = 108 mmol/l, repeat sodium result = 138 mmol/l. On (B)(6) 2026, sid (B)(6): initial sodium result = 103 mmol/l, repeat sodium results = 137 and 137 mmol/l (reran on (B)(6)). On (B)(6) 2026, pid (B)(6) (83-year-old, female): initial magnesium result = 6.7 mg/dl, repeat magnesium result = 1.7 mg/dl. Customer's magnesium reference range: 1.6-2.6 mg/dl, customer's sodium reference range: 137-144 mmol/l. There was no impact to patient management reported.